Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, surgeon indicated that a crunching noise was heard as the stapler was fired on tissue and after completion of firing sequence the staple line was malformed. The staple line was incomplete centrally and the tissue was damage. There was bleeding and the area required to be over sewed.